Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed; visual examination of the returned part showed signs of repeated use (nicked or gouged) and the dovetail feature is flared & compressed and is fractured on the medial side of post. DHR was reviewed and no discrepancies were found. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received